Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they have a patient cooling. The patient need to go to CT. They unplugged the device to move the bed and when they plugged it back in and turned it on, they got a non-recoverable alarm 81. Nurse stated that they tried rebooting it again and got the same alarm. Had nurse power device off, wait 30 seconds, and then power on. When device booted, device gave alarm 81. Explained this device would need to go to biomed and they would need to swap to another device or use an alternative means for therapy. Nurse stated that all of their devices were currently on a patient, they did not have another arctic sun device.

Event description:
It was reported that the nurse stated that they have a patient cooling. The patient need to go to CT. They unplugged the device to move the bed and when they plugged it back in and turned it on, they got a non-recoverable alarm 81. Nurse stated that they tried rebooting it again and got the same alarm. Had nurse power device off, wait 30 seconds, and then power on. When device booted, device gave alarm 81. Explained this device would need to go to biomed and they would need to swap to another device or use an alternative means for therapy. Nurse stated that all of their devices were currently on a patient, they did not have another arctic sun device.

Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. The serial number for this investigation is unknown. The latest labeling revision will be reviewed (baw2800548 revision 1). The instructions-for-use under baw2800548 revision 1 and baw2800424 rev. 1 (operators manual addendum) are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.